Event description:
It was reported that the bd maxguard extension set was clogged. The following information was provided by the initial reporter: customer having difficult time flushing set me2020.

Manufacturer narrative:
Investigation summary: one sample model# me2020, lot# 22069019 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd 10 ml syringe filled with water and successfully flushed without an issue. The customer complaint that the set was difficult to flush was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model me2020, lot number 22069019, was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.